Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that there was concern over impella cp position being up against anterior wall. It was adjusted and now impella is too shallow and had to come down from p8 to p6 post adjustment. No alarms currently. Impella looks shallow on echo but during adjustment sterile sleeve had been torn. The impella cannot be considered sterile for advancement and catheter needs to be cleaned with betadine, the whole sleeve and tegaderm catheter up to the cathlock.

Manufacturer narrative:
The investigation for sterile sleeve damage has been completed. The impella device was not returned for evaluation. The root cause of the sterile sleeve damage issue was most likely use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11771. F6/f8-should have been left blank.